Event description:
A 60 ml crushing syringe: can be used as a regular irrigation 60 ml syringe as well as for crushing, liquefying and dispensing medication. Available at (B)(4). Syringe has apothecary units in ounces on left side of graduations and "cc" is used in place of "ml" on right side of graduations. (B)(4).